Event description:
It was reported pump movement occurred. The reporter stated, ¿the thought of having somebody else that he¿s not trained standing over me with a vial of morphine trying to hit my pump, which is hard to hit because it moves around because I¿ve lost weight is terrifying.¿ the device system was used to deliver morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information recieved:it was later reported that weight loss was the cause of the pump flipping .the pump ¿flipped easily¿ after the patient had weight loss. No patient symptoms were reported. No patient injury was reported. The pump was being used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).